Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that during preventative maintenance (pm) multiple 8110 and 8120 modules failed the calibration portion of preventative maintenance. Customer stated pms are done monthly, and 70%-80% of the less than 6 month old 8110s and 8120s failed the calibration portion of the pm. Customer sent an example that showed the device showing "force verification results" failed and "10.5lb verification" failed saying the device needed to be calibrated. Customer stated this happens the majority of the time, and they used different test plungers for trouble shooting with the same results. Customer estimated 15 8110s and 6 8120s failed calibration. Customer did not describe any patient impact when speaking to bd. No further information is available.

Manufacturer narrative:
Correction: event date removed. Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that during preventative maintenance (pm) multiple 8110 and 8120 modules failed the calibration portion of preventative maintenance. Customer stated pms are done monthly, and 70%-80% of the less than 6 month old 8110s and 8120s failed the calibration portion of the pm. Customer sent an example that showed the device showing "force verification results" failed and "10.5lb verification" failed saying the device needed to be calibrated. Customer stated this happens the majority of the time, and they used different test plungers for trouble shooting with the same results. Customer estimated 15 8110s and 6 8120s failed calibration. Customer did not describe any patient impact when speaking to bd. No further information is available.